Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. Since the capsule was attached to the esophagus, the clinician had to break the handle, which released the capsule successfully from the delivery system. The capsule remained attached to the esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-dec-2007).